Manufacturer narrative:
H3, h6: product bi71000167, lot number: 478 rev. D was received by the manufacturer for analysis. The umbilical cable passed bench test. Continuity test passed and was installed in an imaging test system. The system initialized. Motion, generator, communication and charging readied. 2d and 3d images were successful. C19 and d14 are applicable. Previously reported code b01 is also applicable. H3, h6: product bi71000424, lot number: 29779 rev. D was received by the manufacturer for analysis. Visual inspection confirmed incomplete assembly. Missing j1 connector and a cut key wire. C07 and d02 are applicable. Previously reported code b01 is also applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3/h6 - a manufacturer representative went to the site to service the system. Installed cable and connection panel. Codes b01, c02, d02 apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d references the main component of the system. Other medical products in use during the event include: product ID bi71000424, serial/lot: unknown and product ID: bi71000167 , serial/lot: unknown. H6) multiple annex a codes were applied to capture the event. A090206 captures the no image and a090501 captures the images not acquiring during 3d scans. H3, h6) no parts have returned to the manufacturer for analysis. Codes b17, c20, and d15 are applicable.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that the system was shooting blanks and not acquiring images during 3d scans. There was no impact to patient's outcome and surgical delay was not provided.